Manufacturer narrative:
Investigation: customer returned (2) loose 1cc syringes. Customer states needles to bend while drawing up insulin. One other syringe needle broke off in vial. Not able to express insulin . The returned syringes were examined and both syringes exhibited broken cannula. A review of the device history record was completed for batch # 8267537. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200781902] noted that did not pertain to the complaint. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. - microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure.

Event description:
Material no. 328506 batch no. 8267537 it was reported that during use of the relion® insulin syringe the needles are bending when drawing insulin from vial. One other syringe needle broke off in vial and insulin already in syringe was wasted. The following information was provided by the initial reporter: verbatim: relion syringe 1ml 31g 8mm lot # 8267537 exp unknown. Finding needles to bend while drawing up insulin. One other syringe needle broke off in vial. Not able to express insulin out of syringe. Occd date (B)(6) 2019 other bent syringe discarded from this box. Unknown occd date

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328506, batch no. 8267537. It was reported that during use of the relion® insulin syringe the needles are bending when drawing insulin from vial. One other syringe needle broke off in vial and insulin already in syringe was wasted. The following information was provided by the initial reporter: verbatim: relion syringe 1ml 31g 8mm lot # 8267537 exp unknown. Finding needles to bend while drawing up insulin. One other syringe needle broke off in vial. Not able to express insulin out of syringe. Occd date (B)(6) 2019 other bent syringe discarded from this box. Unknown occd date.